Manufacturer narrative:
The investigation noted that after moving to a different order in the validation screen, the headers are refreshed and information from the new patient is shown. However, the results section is not refreshed, and the results from the previous order, which likely do not belong to the same patient as the order currently being shown on the screen. The investigation determined the event was caused by a code that was not executed or an error when the code was executed. The investigation verified the event as a software issue in cobas infinity.

Event description:
We received an allegation of a software malfunction in the cobas infinity lab core license 3.x. The reporter stated that the patient's history tab shows incorrect information (from a different patient), which affects medical validation. There was no report of any patient harm because of the event.